Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg migrated to the top of the skin making it hard to breath. Surgical intervention took place at an unknown date to resolve the issue.